Event description:
The hospital reported that the before the procedure, yellow spots were noticed on the graft by the dr. A replacement graft was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was performed at 18" with the corrected vision of the unaided eye. A yellowish area approximately 1 cm in diameter was observed at the center of the graft. A visual inspection was conducted. The discoloration appeared yellow and when inspected using microscopy, appeared glossy. The material was determined to be collagen deposits that have changed in color due to the sterilization p[process. Based on the condition of the device as found, the reported complaint was unable to be confirmed for any product defect. The material is part of the collagen coating on the device itself. It poses no risk to the patient. A review of the sterilization records for the reported product batch was conducted. The record shows the product lot was certified sterile. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).